Manufacturer narrative:
This complaint was reviewed and determined to be a malfunction. (B)(4). The lot number of this instrument was included in the voluntary recall issued on may 5, 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original or "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked back position. A situation where the handle hesitates and does not return to the "home" position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU.

Event description:
Reportedly, the instrument would not fire on tissue, it had to be squeezed numerous times outside body to fire. No injury. Procedure: gastrectomy.